Event description:
Contact in argentina reports that a rod implanted in 2008 failed. It is not clear if the issue was related to post-op loosening or rod breakage. The patient was revised in 2009. Rod was disposed of by the facility.

Manufacturer narrative:
The rod was discarded by the hospital and is not available for evaluation. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.